Manufacturer narrative:
The investigation into the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old male with cardiomyopathy was implanted with an impella device for mechanical circulatory support. A transthoracic echocardiogram was completed and revealed a large left ventricle thrombus near the inlet of the impella pump. Hemodynamically the patient had improved and due to the noted thrombus, a plan to wean the patient off the pump was made and completed. An intra-aortic balloon pump (iabp) was placed following removal of the impella device for on-going patient support.